Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space. The surgeon resorted to a mini-open in an attempt to locate and retrieve the fragment, however, they were not able to find it; it is possible that the fragment was washed out through the fluid management system. The procedure was concluded successfully without further issue or harm to the pt. The complaint device was discarded at the user facility.

Manufacturer narrative:
The complaint device has not yet been received, however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possible fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration no conclusions can be drawn. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed. Outside of this, no further action is warranted.